Manufacturer narrative:
Maquet cardiovascular received the device on 29-jan-2010. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 short port btt black inflation valve dislodged. A three-way stopcock was used to completed the procedure. The hospital did not report any pt complications. The product is returning.